Manufacturer narrative:
Image analysis summary: the silverhawk directional atherectomy system was not received for evaluation. Two photographic images included with the initial reported event were provided for evaluation. The two photographic images show a silverhawk directional atherectomy distal assembly with the guidewire zippered/torn from the distal assembly. The photographs confirm the customer experience of the guidewire lumen becoming shredded and out of position. Due to the quality and clarity of the image the pin separation at the hinge in the distal assembly cannot be confirmed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was using a silverhawk btk with a size 6f non-medtronic sheath and a size .014 non-medtronic guidewire for the treatment of a moderately calcified plaque lesion in the left proximal mid tibial/popliteal trunk which exhibited little tortuosity and 70-90% stenosis. The IFU was followed. During advancement of the silverhawk into the pt trunk/peroneal region, moderate resistance was met. It was reported that when physician attempted to rotate the device and observed that the wire port came out through the distal portion of the device. The wire port which the device is advanced over shredded and came out of placement. Tip separated at the hinge pin. No device component was lost in the patient. Procedure was not completed. Physician terminated intervention of the vessel. No injury to patient was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.